Manufacturer narrative:
Photo evaluation summary: detachment of the inner and spiral members was confirmed through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted for the emergent endovascular treatment of a ruptured aneurysm of an unknown size. It was reported that during the index procedure, the main body bifurcate was inserted in the right main , extended to the gate on the body side and the suprarenal stent was deployed. The contralateral gate was cannulated and 2 limbs were implanted to land on the external iliac artery. The ipsilateral limb of the bifurcate was fully deployed. After the entire delivery system of the bifurcate was pushed proximally, as per normal procedures, the tip of delivery system was removed without being captured by the tip capture mechanism. The external slider was pulled vigorously to retract the device during removal, but it got caught . It is unknown where the delivery system was caught as there was no fluoroscopy . After this event, the delivery system was pulled distally, but it could not be removed from the access site. A cut was then made to the delivery system directly above the strain relief . The delivery system was removed but the tip remained in the patient's artery. The whole stent graft was crushed in the body. Wound closure/surgical incision closure happened with the parts form strain relief remaining in the body. The patient's hemodynamics' was poor and a CT scan could not be performed. Upon inspection of the delivery system after removal from the patient, it was noted that the tip of the del ivery system was removed without being captured by the tip captured mechanism after deployment of the suprarenal stent . The back end wheel was still extended towards the proximal side. It was reported that the patient expired the next day. Per the physician, the cause of the removal difficulties was due to a procedural error of the physician and not device related. The cause of death was not specified. No additional clinical sequelae was reported and the patient is expired.